Manufacturer narrative:
Concomitant medical products - model: dtba1d1, cardiac resynchronization therapy defibrillator (crt-d); implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients left ventricular (lv) lead displayed a high impedance spike. Reprogramming was completed and the lead remains implanted. No patient complications have been reported as a result of this event.